Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y site. The set was primed with saline to hang a bolus bag, and no leaks were observed during priming. However, when the bolus infusion was started, droplets of saline were noticed on the tubing, and saline was seen spritzing from the y site. The pump was stopped immediately, and the tubing was replaced. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h11. H4: the lot was manufactured september 09-10, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.